Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 680 mg/dl on (B)(6) 2026and diabetic ketoacidosis. Cause was not known. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained. Customer reverted to an alternate form of insulin therapy.